Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "scan again in 10 minutes" message, was unable to obtain readings, and was unaware of changes in glucose. As a result, customer experienced "couldn't talk but didn't pass out", and was unable to self-treat, requiring third-party treatment of orange juice by a non-healthcare professional. Emergency services was contacted, and upon arrival, an emergency services healthcare professional provided treatment of "little things to drink", peanut butter sandwich, and some unspecified other intravenous medication (type/dose unspecified). There was no report of death or permanent impairment associated with this event.